Event description:
A patient reported experiencing inaccurate low results with an ot ultra meter. The patient's blood glucose results were 161mg/dl (lab), 115mg/dl (meter). Tests were done 21-30 minutes apart with a difference of 29%. Patient did not experience any adverse events. No further information has been reported.